Event description:
Patient states the bgstar meter was 80 points higher than other meter. Patient treated with insulin and became hypoglycemic.

Manufacturer narrative:
Patient was unable to provide serial number of meter and did not return meter for evaluation. Patient was supplied with a replacement meter.